Event description:
It was reported the patient was undergoing abdominal surgery due to nausea and vomiting related issues. The patient had been hospitalized for over three days. A manufacturing representative was requested to turn the stimulator off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 4351-35, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 4351-35, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported therapy had provided slight improvement of nausea and vomiting. The patient had developed a partial bowel obstruction related to gastric surgery and their system had to be removed during reconstructive surgery. The healthcare provider did not believe the device was the cause of the bowel obstruction. The patient recovered without permanent impairment.